Manufacturer narrative:
(B)(4). Batch # p57v32. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with three ecr45b cartridges reloads present. The cartridges reloads (b and c - p5783p) were received partially fired 1/10. The cartridge (d-p5783p) was received partially fired 1/10 and with several drivers missing. In addition the pan was noted to be damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload (b and c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic lung volume reduction surgery, could not fire with the device and blue reload. Changed another 2 reloads, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.